Manufacturer narrative:
The insulin pump had an unresponsive down button due to corroded keypad traces. No stuck buttons or button error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a cracked belt clip slot.

Event description:
Customer reported that the insulin pump alarmed button error and he is unable to clear it. Blood glucose 147 mg/dl. Customer stated he had the device tucked in my shirt and he perspired a little. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.